Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 8/17/2021. Device evaluation: device was not returned for evaluation, only a half of lens was received inside a sample container. The lens was broken and lubricating material can be observed on its surface. The reported issue could not be verified and product quality deficiency could not be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient ethnicity: information unknown/not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to a refractive error. Only part of the lens was able to be salvaged. Additional information was provided and reported the patient had post operative(op) hyperopic surprise since day 1 post-op. There was no patient injury and no report of any medical or surgical intervention required. Another johnson & johnson lens diu300 19.5 (same model and higher diopter) was implanted as a replacement. The patient's vision outcome post-op period is still blurry. No further information is available.